Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer was having difficulty charging the pump. The customer was able to charge the pump successfully with a different wall adapter. A replacement wall adapter was sent to the customer. In addition, the pump battery was noted to jump from 80% to 100% after being removed from a power source. There was no impact to the customer's blood glucose level. The customer stated they would continue to monitor the pump battery.